Event description:
An implantable cardiac defibrillator (ICD) was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately ten months after device replacement. The cause of death has been requested and is not received. Additional information obtained reported the patient had been hospitalized three weeks before death due to cardiomyopathy, congestive heart failure and end stage renal disease and was admitted in "a fragile state" to the intensive care unit (ICU). No further information surrounding the patient condition or death was available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: ddbb1d1 ICD, implanted: (B)(6) 2014. (B)(4).